Manufacturer narrative:
Additional information was provided: the first xt valve was deployed using 3ml less than the recommended nominal volume due to the large amount of calcification on the native aortic valve. The physician thought that the 1st valve was deployed too aortic due to the valve shifting during deployment. Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too-aortic xt valve position post deployment cannot be confirmed; however, it appears to be related to the severe annular calcification causing the xt valve to move upwards during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, a 26mm sapien xt valve was deployed too aortic with moderate paravalvular leak (pvl) and a valve-in-valve was performed. The xt valve was expanded with -3ml of contrast than nominal volume and finally landed in a 100:0 aortic/ventricular position. Moderate pvl was observed and a post-dilation was performed with additional 1ml of contrast. However, the post-dilation expanded only the upper side of the xt valve and resulted in no reduction of the pvl; a new 26mm xt valve was deployed within the first valve. The 2nd valve was implanted in a 60-70:40-30 aortic position. The plv decreased to mid or so and the procedure was finished. The first xt valve was deployed using less volume on the delivery system due to the large amount of calcification on the native aortic valve. The physician thought that the 1st valve was deployed too aortic due to the valve shifting during deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt hv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, despite attempts to gather further information it appears that the cause of the too aortic position with moderate pvl cannot be determined based on the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, a 26mm sapien xt valve was deployed too aortic with moderate paravalvular leak (pvl) and a valve-in-valve was performed. The xt valve was expanded with -3ml of contrast than nominal volume and finally landed in a 10:90 aortic/ventricular position. Moderate pvl was observed and a post-dilation was performed with additional 1ml of contrast. However, the post-dilation expanded only the upper side of the xt valve and resulted in no reduction of the pvl; a new 26mm xt valve was deployed within the first valve. The 2nd valve was implanted in a 60-70:40-30 aortic position. The plv decreased to mid or so and the procedure was finished.